Manufacturer narrative:
An internal investigation has been completed based on the customer's allegation. Merge healthcare determined that there was a deficiency in the software and this confirmed the customer's allegation. Depending on the lis user's actions, when adding medications to an accession, there may be inconsistencies on the patient's report. Modifications to the software to correct this issue were implemented in released lis version 4.1.5.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting & trending of patient lab results. On (B)(6) 2016, a customer reported that in the order entry screen for merge lis, a prescribed medication was added; however, in the data entry screen, the field where the prescribed medication should be listed instead displayed "no known medications." On the patient report an incorrect medication was listed as the prescribed medication. There is no indication that the issue, reported by the customer, resulted in a death or serious injury. Inaccurate medications associated with a patient could lead to an incorrect diagnostic evaluation resulting in an unnecessary procedure or inappropriate treatment. (B)(4).